Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v535688, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and that they had an increase in symptoms for "along time" probably been since the last time they called. The patient was on program 3 at 1.9v, but was getting a "jolt" so then they lowered it to 1.5v and that was more comfortable. It was reported that the patient then switched to program 4 at 1.2v and that was comfortable. Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2013 was noted. It was also reported that the patient was still having concerns with their device or therapy, but had not sought further help. The patient did not have complete control which was their goal. Supplemental information received reported that the patient's device was not working and that they did not have control of their bladder. It was noted that at night when the patient was laying down or if they were stationary for a long time and then got up, they would relieve themself. It was reported that therapy had not worked to stop that on any setting the patient had tried. The patient was currently on program 4 at 1.9 v and was not getting relief. It was reported that the patient had tried program 3, which was uncomfortable, and programs 1 and 2 did not work either. It was noted that the patient was unaware of expectations regarding 50% reduction in symptoms and thought device would take away all of their symptoms. The patient was directed to contact their hcp and manufacturer representative.